Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive. The customer will discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces.